Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 389 mg/dl to 544 mg/dl with trace ketones, and dehydration. Bg was treated with an unspecified insulin and intravenous treatment. Reportedly, customer left the ER a couple hours later with customer in stable condition (bg over 300 mg/dl). Reportedly, the pump time was inaccurate; cause was unknown. Additionally, customer's sleep schedule profile did not stop at the correct time. Reportedly, the customer continued to use the pump for insulin therapy.